Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve, clinical was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was performed using a 20mm non-abbott balloon in one inflation. The valve was re-sheathed two times due to too high implant depth. The valve was released during the third deployment and the final implant depth was 3.37mm from the non-coronary cusp (ncc) and 4.40mm from the left coronary cusp (lcc). There was no para-valvular leak (pvl) seen post procedure via angiography, echocardiography or transthoracic echocardiogram (tte). The patient was discharged on (B)(6) 2023. The following day, the patient presented to the emergency room with thoracic pain due to hypertension. Clonidine, an anti-hypertensive medication, was administered. On (B)(6) 2023, the patient symptoms resolved, and they were discharged from the hospital.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thoracic pain due to hypertension was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Patient had medical history of coronary artery disease, percutaneous transluminal coronary angioplasty with stent, hyperlipidemia, hypertension which may have contributed to the reported event. There was no allegation of malfunction against abbott's device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.